Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncope event. The device showed t wave oversensing. The lead remains in service. No additional adverse patient effects were reported.